Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens to have no visible damage and the lens having foreign material on lens surface (debris and clear residue). (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens to have no visible damage and the lens having foreign material on lens surface (debris and clear residue). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, diopter -6.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault and pupil block with elevated iop. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.